Manufacturer narrative:
Investigation: twelve (12) samples were received from the customer for investigation. Seven (7) of the returned samples were found to have bent needles, three (3) samples were found to be clogged as light was not able to pass through the sample and two (2) samples would not be considered clogged as light was able to pass through the sample. A bent needle could be caused during the assembly process before the needle is shielded. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that an unspecified number of needle 30x1/2 rb experienced a clogged/blocked needle. The following information was provided by the initial reporter: material no.: 305106 batch no.: 8324761. It was reported the needles are clogging. I have a couple dozen more that have the same problem.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 30x1/2 rb experienced a clogged/blocked needle. The following information was provided by the initial reporter: material no.: 305106, batch no.: 8324761. It was reported the needles are clogging. I have a couple dozen more that have the same problem.